Event description:
It was reported that the device had a background test error code. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 19-september-2022, the issue didn't happen while on a patient. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. No error related to the reported issue was found in the device's event history log. A software problem was identified during the investigation, a time base error occurred. The real time clock chip was reset, the software version was updated and the main board was replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.